Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2008 for stress urinary incontinence. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries, and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches submitted for this device. See also medwatch 2210968-2011-00377. The same device is represented in each medwatch as it was involved in two events.

Manufacturer narrative:
(B)(4). Dyspareunia. Corrected information: it was reported that patient had mesh products implanted along with a hysterectomy with bilateral salpingo-oophorectomy and lysis of adhesions. Due to vaginal/pelvic pain, dyspareunia, the mesh was removed on (B)(6) 2001 and (B)(6) 2011.